Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer contacted abbott regarding two failed master calibrations for the axsym rubella igg assay. The customer stated they tried other calibrators unsuccessfully. The customer was advised to perform axsym instrument decontamination and was sent new reagent and calibrators. Upon recalibration with the new reagents and calibrators, the calibration failed. The customer tried various combinations of calibrators and reagents unsuccessfully. The customer contacted another lab and was informed the other customer's combination of reagents and calibrators worked successfully. The customer did not have the reagent the other customer had. The customer was asked to fax the failed calibration data for evaluation. The customer was advised to use the instrument buffer as the zero calibrator and calibration was accepted. The customer was further advised to use the six point calibrators for calibration. There was no impact to patient management reported by the customer.